Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/01/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings: the returned battery cap was used for testing. The display screen was found to be blank. The pump was opened and the display screen was found to be cracked. A test display screen was inserted and the display was functioning appropriately. The remaining steps was unable to be completed due to the blank display issue. Unrelated to the complaint, the battery compartment was found to be cracked between the bumper pad and pump case.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).